Event description:
The information received from the account states that when the physician attempted to place the stent on the zemed 2 balloon, the stent would not stay on the balloon and dislodged in the sheath. There was no further information provided. Please note that multiple attempts to acquire additional patient and procedural specific information have been made and have been unsucessful.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has been received to date. Additional information will be submitted within 30 days of receipt.